Manufacturer narrative:
There was no information available regarding the event date. Therefore the bsc aware date has been used. Problem code captures the reportable event of broken carrier. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on an unknown date. According to the complainant, it was impossible to pass the suture due to "broken system." The failure mode is unclear and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the capio carrier broke and it is unknown whether the event occurred inside the patient or if a piece fell into the patient and required retrieval. Should additional relevant details become available, a supplemental report will be submitted.